Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing leaked at the distal end connection from the y-site during infusion at 1255. Hydration was restarted to test the lines and the leaking site was noted after patient complained about wetness on her shirt. Port needle was removed and reconnected with no difficulty and blood backflow into the tubing was noted. There were no further leaks after the port was assessed. At 1312, the infusion was restarted. Although requested, additional information was not provided.